Event description:
Product description: rear side frame depth adjustable back painted left device. Dealer claims that the rear left side frame is broken at screw hole in the tube that the back post use.